Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a loose/protruded drive support. Unable to verify the compromised force sensor system alarms due to the motor error alarms. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads, a cracked belt clip slot and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during prime and insulin was squirting out of the tubing. The insulin pump was not bumped or dropped. The drive support cap is protruded. Blood glucose value was 271 mg/dl. Customer stated she was connected when this happened and felt a burning sensation when insulin went into her body. Customer was advised to discontinue the use of the device and revert to a backup plan and monitor her blood glucose level. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.